Manufacturer narrative:
Device passed the displacement test. Sleep current measurement and active current measurement within specifications. The history was download successfully using thus software. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. Detailed trace analysis did not confirm power loss alarm was triggered. Backup battery unloaded or loaded voltage (ul vlith) did not drop below 3.5 volts for consecutive 240 minutes. No unexpected battery alarms related to event date noted on format history file. No moisture damage noted on electronics assembly, motor, vibrator motor and battery tube assembly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had second occurrence of replace battery alert in less than 8 hours after low battery alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.